Event description:
The customer reported that although a patient had an asystole, the monitor did not alarm and did not show a heart rate of 70 but the customer stated that the pacer function was activated.

Manufacturer narrative:
The customer reported that a patient died. The patient was expected to die per the hospital clinical staff. The manufacturer has been unable to obtain any additional information thus far from the customer. In particular, since his patient had a pacemaker, we do not know why the staff reported an asystole and whether this was pulseless electrical activity (pea). In addition, the alarm history for this monitor has not been provided, so phillips does not know what alarms were provided and may have been acknowledged (silenced) by hospital clinicians. Philips is in the process of obtaining additional information regarding this incident to determine if there was any health risk. A final report will be submitted once the investigation is completed. (B) (4).